Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while attempting to deliver a 4.0x12mm xience alpine stent delivery system, the device failed to cross the lesion and a left main coronary artery dissection flap was noted. Balloon angioplasty was performed as treatment. The chosen sds was deemed too long for the lesion and a shorter 4.0x8mm xience stent was delivered without reported issues. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the reported patient effect of a dissection is listed in the xience alpine, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the reported patient effect of a dissection is listed in the xience alpine, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.